Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation results pending. It is assumed that the material thickness of the outer packaging is partially outside the specification. This failure is not a systematic failure and cannot be excluded.

Event description:
It was reported by the healthcare professional to the company sales representative "package didn't open clean/properly." No patient injury reported. No delay in surgery reported. No additional intervention required.

Manufacturer narrative:
A visual inspection of the instruments was performed. The investigation revealed non-cleanly and non-properly opened sterile packaging with paper residue. The instruments were also inspected by the quality assurance production department. The device quality and manufacturing history records have been checked for the lot number (52417674) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the problem is most probably usage related. According to the quality standard and DHR files a material defect and production error can be excluded. Investigations lead to the assumption that the non-cleanly and non-properly opened sterile packaging were caused by an improper handling. There is the possibility that the damage was caused due to an abruptly pull off. No CAPA is necessary.